Manufacturer narrative:
According to the conformable gore tag thoracic endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, aortic dissection and false lumen aortic expansion.

Event description:
The following was presented at ¿(B)(6) endovascular symposium¿ which was held in (B)(6), on (B)(6) 2019. On an unknown date, this patient underwent an endovascular repair of an acute type b aortic dissection using a conformable gore tag thoracic endoprosthesis. The endoprosthesis was implanted in zone 2 to cover the primary entry tear. After deployment of the endoprosthesis, it was observed the false lumen blood flow still remained and the true lumen was narrowed. A non-gore stent (zenith) was implanted distally of the endoprosthesis to the celiac artery. The angiography showed that the true lumen was expanded. The procedure was completed. After procedure, the chest pain and back pain persisted. Computed tomography imaging identified a new entry tear at the distal end of the endoprosthesis (d-sine) and the true lumen was narrow. Post operation date 12, an additional conformable gore tag thoracic endoprosthesis was implanted distally of the initial conformable gore tag thoracic endoprosthesis. It was observed the true lumen was expanded. The patient tolerant the procedure.